Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection revealed no issues. An underwater leak test was performed and no leaks were observed. The reported problem could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nutriflo bag leaked from an unspecified location. This occurred during infusion. There was no patient injury or medical intervention associated with this event. There is no additional information available.